Event description:
It was reported that a buretrol solution set containing saline disconnected from the drip chamber. This occurred after it was used with a patient. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. The device was visually inspected and functionally flow tested with no defects noted. The reported problem was not verified, as the device operated within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.